Manufacturer narrative:
Testing and investigation found the touchscreen was responsive, but it was observed that the key alignment was slightly off-centered. The bezel was removed and visual inspection found contamination on the bottom of the touchscreen. The probable cause is due to fluid ingress which altered the characteristics of the touchscreen. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was not working. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.